Event description:
The patient reported that she has not felt stim for 2 weeks. She had fluid around scar area/stimulator implant site, but the fluid gone now. She reports having her stimulator repositioned 5 x now because it did not sit solid. Last stimulator, the patient had to use a magnet. Recharging issues were discussed with the patient. The patient had an appointment in the near future. The patient reportedly was seeing a power on reset (por) screen after doing al feature, but the por screen switched to normal recharge screen after with all 8 coupling bars darkened in. The technical services agent went through troubleshooting tips with the patient and the patient could once again feel stim. The patient will need to charge her stimulator because it is not fully charge yet.